Manufacturer narrative:
The device has not been returned to the MFR for eval. Multiple attempts have been made to retrieve the battery pack for investigation. It is unk what type of handpiece was being used with the battery pack during the procedure.

Event description:
It was reported that smoke was seen coming from the battery and handpiece. It is unk if the smoke came from the battery or the handpiece. The procedure was successfully completed with no allegations of adverse consequences associated with this event.